Event description:
It was observed during device evaluation that the distal end of the duodenovideoscope had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the foreign material remained in the device because reprocessing could not be conducted properly due to the leak from the biopsy channel and the shaved distal end. The event can be detected and prevented by handling the device in accordance with the following IFU: tjf-q190v operation manual chapter 3 "preparation and inspection" shows how to detect the event. Tjf-q190v reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.